Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the console device power supply was not functioning, defective, holder of the housing was defective and the small electric drive and the pen drive have a partial malfunction, the power supply was defective and the front cover was broken. It was further determined that the device failed pretest for check function with all handpieces, function with pen drive, function with small electric drive and general condition. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. The exact date of this event is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.